Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified secondary access set would not infuse. It was further reported the secondary set was used in conjunction with a primary set. The secondary set was filled with either saline or iron (not further specified). There was no report of patient injury or medical intervention associated with this event. No additional information is available.